Event description:
User called into emergency support program (esp) line to request support with an inbound patient transferring from another hospital and it is reported there is blood in the helium tubing of the catheter the esp personel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).